Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked case near display window corners and detached end cap were noted during visual inspection. Functional testing could not be completed due to detached end cap.

Event description:
Customer reported that the reservoir area would often get loosened and customer would not get insulin delivered. Customer stated that she experienced a high blood glucose reading of 404 mg/dl. Customer stated that she treated the high by taking too much insulin which caused her blood glucose readings to go low. Customer's blood glucose reading at the time of the call was 69 mg/dl and has treated with food. No further information reported.